Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation, one video was provided for review. The video shows the physician flushing the port along with butterfly needle attached. There was noted to be some resistance while flushing. After that the physician was performing the aspiration, and it was unsuccessful. Once the port is removed from the needle there is a fluid leak from the needle. Therefore, the investigation is confirmed for the obstruction of flow and difficult to flush issue. However, it is inconclusive for the reported suction issues as the provided evidence provided is not sufficient to confirm it. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure in the right internal jugular vein by using the powerport m.r.I. Isp. It was reported that during pre flushing test, it was discovered that the port housing could not allegedly flushed and was obstructed. Additionally, there was issue with suction. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure in the right internal jugular vein by using the powerport m.r.I. Isp. It was reported that during pre-flushing test, it was discovered that the port housing could not allegedly flushed and was obstructed. Additionally, there was issue with suction. There was no reported patient injury.